Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73a2100753 was manufactured on 01/27/2021 a total of (B)(4) pieces. Lot was released on 02/09/2021. DHR investigation did not show issues related to complaint. The customer returned 22 representative samples of 544230 hemolok ml clips 6/cart 84/box for investigation. The actual sample was not returned. One sample was returned opened in its packaging, but the other 21 samples were unopened. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the clips appear typical. No defects or anomalies were observed, including no clips being broken in the cartridges. The clip applier was not returned. Functional inspection was performed on all 22 of the returned representative samples. A lab inventory clip applier was used. All six clips in the first cartridge that was tested were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. This was repeated for the remaining cartridges with the same results. No clips broke during testing. One clip failed to close onto the tubing, but this was due to operator error by the investigator. No functional issues were found with the returned clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were only representative samples that were returned and there were no functional issues found with the devices. The reported complaint of "broken parts - clip - info not provided" could not be confirmed since the actual sample was not returned. Twenty-two representative samples were returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found as clips could be loaded into the jaws of a lab inventory applier and close with no issues. The probable cause of this issue could not be determined without the actual sample.

Event description:
Clips stored in the cartridge were broken or easily broke when applied on the applier. We used another lot# to solve the issue.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73a2100753 was manufactured on 01/27/2021 a total of (B)(4) pieces. Lot was released on 02/09/2021. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
Clips stored in the cartridge were broken or easily broke when applied on the applier. We used another lot# to solve the issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Clips stored in the cartridge were broken or easily broke when applied on the applier. We used another lot# to solve the issue.